Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During device changeout, physician noted a large break in insulation. All lead testing numbers were within normal, stable ranges. Repaired the lead with medical adhesive and sleeve. Lead remains implanted. Should additional information be received, this file will be updated.